Event description:
Additional information was received from the customer regarding the reported issue of "locking of the device and the lens being crooked." The issue was first noted during an unspecified operation of a patient. The surgeon wanted to change the optics however, the binding got stuck and when the surgeon pressed a little harder, the fixation came off. The procedure was completed with a similar device and no impact to the patient was reported.

Manufacturer narrative:
Correction to g2 to add the foreign country luxembourg and health professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information for the device evaluation is available and the date of device return. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, d9, g3, g6, h2, and h10. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. There was corrosion found on the device coupler, likely caused by fluid invasion. In addition, the coupler was found to be broken; endoscope lock and endoscope mount were no longer able to work properly.

Event description:
This device was returned by the customer for repair for issues with the locking of the device and the lens being crooked. Upon evaluation of the returned device, it was noted that there was presence of rust on the device coupler. This medwatch is being submitted to capture the presence of rust issue noted at device evaluation.

Manufacturer narrative:
Additional information is not yet available for this event. Date of device return is not known yet. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Upon inspection of the returned device, it was noted that there was presence of rust on the device coupler. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.